Event description:
It was reported that the lens vial was empty. This was discovered during preparation for use. There was no pt contact.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.